Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction occurred. On (B)(6) 2010, the patient presented with 4 to 6 weeks history of chest pain radiating to jaw associated with shortness of breath. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, index procedure was performed. The target lesion was a de-novo lesion located in the proximal left circumflex (lcx)with pre-existing thrombus, 90 % stenosis and was 20mm long with a reference vessel diameter of 3mm. The lesion was treated with direct stent placement of a 3.00x 24 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with recurrent chest discomfort. ECG showed sinus rhythm with first degree av block and no significant st- changes. Troponin was found to be elevated. The subject was diagnosed with non-q wave non- st elevation myocardial infarction and cardiac catheterization was recommended. At the time of the event, the subject was on aspirin only. The study drug per protocol was never taken during the course of the study and other unknown antiplatelet medication was last taken on (B)(6) 2012. On the following day, coronary angiography was performed. The 99% stenosis in proximal third of graft with thrombus was treated with balloon angioplasty and placement of a 2.50 x 20 mm promus element ¿ stent, resulting in 0% residual stenosis. During the procedure, a choice pt guidewire and an unspecified thrombectomy catheter failed to cross the lesion. Post procedure, residual thrombus was treated with IV heparin. Three days post procedure, the event was considered to be resolved without residual effects and the subject was discharged same day on aspirin and clopidogrel. Follow-up was scheduled in 2-4 weeks for elective intervention to left circumflex artery (B)(6) 2014, the subject presented with chest and arm pain. At the time of event, the subject was on aspirin and clopidogrel. One day from onset of the symptoms, coronary angiography was performed. The 80-90% distal lcx was treated with balloon angioplasty and placement of a 3.00 x 20 mm promus element stent, resulting in 0% residual stenosis. One day post procedure, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel.